Manufacturer narrative:
Follow-up # 1 (01/10/2012)-device evaluation: the meter and test strips involved with this complaint have been returned and evaluated by product analysis with the following findings: on (B)(6), 2011 the meter was tested and no faults were found. On (B)(6), 2011 the test strips were tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2011 at 04:38pm, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter displayed an "unknown error" message. The following complaint was classified based on documentation from the customer care advocate (cca). The patient reported that the issue began approximately on (B)(6) 2011 (exact date and time unknown). The patient reported that she attempted to obtain her blood glucose with the subject meter and obtained an "unknown error" message. The patient reported that she manages her diabetes with oral medications, diet and exercise. The patient further stated that she made no changes to her diabetes routine due to the issue. The patient reported that "a few" hours after the reported issue, she developed a "dry mouth, and shivering" due to the product issue. The patient stated that no treatment was received due to the product issue. During troubleshooting, the cca confirmed that the patient was using the proper testing technique. The customer care advocate (cca) noted that the issue was resolved with troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.